Manufacturer narrative:
Correction to initial MDR should have been: (B)(6) 2018. Should have been: (B)(6) 2018.

Event description:
A report was received that the patient was experiencing pain and issues with proper incision healing due to location of ipg and anatomy. It was also noted that no infection was present at the pocket site. The patient underwent an ipg replacement and the ipg was relocated to a new site. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain and issues with proper incision healing due to location of ipg and anatomy. It was also noted that no infection was present at the pocket site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.